Manufacturer narrative:
The cause of the reported problem could not be confirmed. We were also unable to confirm if the device was producing sound. We are unable to confirm the final disposition of the device because the customer did not respond to the provided quote. If additional information is received the complaint file will be reopened. H3 other text : see h10.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device had a speaker malfunction. It is unknown if the device was in use at the time of event, no patient harm was reported.